Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported a button error alarm from the insulin pump while changing the infusion set. The customer also reported a motor error alarm from the insulin pump earlier in the week. No additional information is provided.